Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume was greater than the expected residual volume. The patient had never received therapeutic effect. The health care provider had performed a (B)(6) study and said the rollers did not turn. The patient's pump was removed. The drug used in the pump at the time of the event was not reported.